Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for eval/repair and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not pass the user test and logged several event codes in the memory. The device was unable to charge energy to deliver defibrillation therapy. There was no pt use associated with the event.